Event description:
The customer reported the system was having problems raising or lowering the column. No pt injury was reported.

Manufacturer narrative:
The service rep accessed the system and confirmed problem with verticle lift. Replaced ps3 and operational checkout proved satisfactory including carm movement and fluoro functions, image handling, controls, and mechanics. System returned to service as intended.